Manufacturer narrative:
No additional information was provided. Investigation is ongoing.

Event description:
A customer reported an alleged observation of small particles during a lasik procedure while using the bvi anterior chamber cannula (rycroft). A refloat was performed to remove the alleged debris. There were no reports of serious injury or illness to the patient.